Event description:
A pt implanted with an apogee graft in 2006 reported experiencing pain, erosion and dyspareunia. On approx five months later, the pt was treated to release an adhesion band and partially excise the arms of the apogee. In 2007, the pt was treated to remove the remainder of the apogee due to the aforementioned complications.